Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. He reported that a silver circular ring and a plastic strip fell from the ez breathe atomizer into his mouth while using the medical device. Multiple attempts were made to reach the customer via telephone and by mail unsuccessfully. The investigated product the implicated lots for a nationwide recall initiated by the manufacturer health and life co., ltd., on (B)(4) 2013. The class I recall (z-1371-2013, x-1372-2013, z-1373-2013) was initiated after (B)(4), the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breathe atomizer. The impacted atomizer serial number ranges are: (B)(4).